Event description:
It was reported that before a kidney stone procedure, the outer sterile packaging of the 'biwire nitinol hydrophilic wire guide' showed no visible damage. However, once opened, the inner pouch was found partially unsealed. A new device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. The provided photo shows the pouch seal open, with seal impressions visible on the packaging.

Manufacturer narrative:
E2 - health professional / e3 - occupation: unknown . H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.